Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3, h6, and h11 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon could not be withdrawn after balloon dilatation of the carotid artery stenosis. The withdrawal difficulty occurred when the device reached the tip of the unknown guiding catheter. The guiding catheter and balloon were moved down to the aortic arch and the balloon was withdrawn violently. The catheter was out of shape and finally pulled out by force. The procedure was completed without patient injury. An 8fr non-cordis sheath was used during the procedure. The balloon was inflated/ deflated once before removing from the vessel. The contrast/ saline ratio was noted to be 50/50. The lesion had severe calcification. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. The device will be returned.

Manufacturer narrative:
As reported, the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon could not be withdrawn after balloon dilatation of the carotid artery stenosis. The lesion had severe calcification and was noted to have an 80% stenosis. The withdrawal difficulty occurred when the device reached the tip of the unknown guiding catheter. The guiding catheter and balloon were moved down to the aortic arch and the balloon was withdrawn violently. The catheter was out of shape and finally pulled out by force. The procedure was completed without patient injury. An 8fr non-cordis sheath was used during the procedure. The balloon was inflated/deflated once before removing from the vessel. The contrast/ saline ratio was noted to be 50/50. The device was not being used to treat a chronic total occlusion. The device was returned for analysis. A non-sterile ¿aviator plus .014 6.0x30 142cm¿ was received coiled inside of a plastic bag. The device was unpacked for evaluation. A thorough inspection revealed no damages or anomalies. The balloon arrived deflated and flat, without visible pleating, indicating it had been previously inflated. No other notable details were observed. A functional analysis was conducted to check for anomalies during the guidewire insertion and withdrawal test. The guidewire lumen of the balloon catheter was flushed with water before the evaluation. No resistance or loose material was observed during the flushing procedure. A lab sample guidewire of the appropriate size was inserted into the guidewire lumen and then withdrawn through the balloon catheter¿s distal tip. No resistance, friction, or obstruction was noted during this process. The balloon was then inserted and withdrawn as a single unit into the cannula of the 7 french csi via the cap with the lab sample guidewire, and no anomalies were observed. The reported ¿pta/ptca system withdrawal difficulty¿ was not confirmed during analysis of the returned device. The exact cause could not be determined. Insertion/withdrawal testing was performed successfully into a 7fr csi with no anomalies noted during analysis. Based on the information available for review it is likely the use of concomitant devices, procedural factors and vessel characteristics may have contributed to the events reported as device passed functional analysis. According to the warnings in the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon could not be withdrawn after balloon dilatation of the carotid artery stenosis. The withdrawal difficulty occurred when the device reached the tip of the unknown guiding catheter. The guiding catheter and balloon were moved down to the aortic arch and the balloon was withdrawn violently. The catheter was out of shape and finally pulled out by force. The procedure was completed without patient injury. An 8fr non-cordis sheath was used during the procedure. The balloon was inflated/ deflated once before removing from the vessel. The contrast/ saline ratio was noted to be 50/50. The lesion had severe calcification. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. The device will be returned.

Manufacturer narrative:
As reported, the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon could not be withdrawn after balloon dilatation of the carotid artery stenosis. The lesion had severe calcification and was noted to have an 80% stenosis. The withdrawal difficulty occurred when the device reached the tip of the unknown guiding catheter. The guiding catheter and balloon were moved down to the aortic arch and the balloon was withdrawn violently. The catheter was out of shape and finally pulled out by force. The procedure was completed without patient injury. An 8fr non-cordis sheath was used during the procedure. The balloon was inflated/deflated once before removing from the vessel. The contrast/ saline ratio was noted to be 50/50. The device was not being used to treat a chronic total occlusion. The device will not be returned for evaluation as multiple attempts were made without success. The reported ¿pta/ptca system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics such as severe calcification and 80% stenosis may have contributed to the reported events causing the difficulty in removing the balloon catheter. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. When the catheter is exposed to the vascular system, it should be manipulated only under fluoroscopy. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon could not be withdrawn after balloon dilatation of the carotid artery stenosis. The withdrawal difficulty occurred when the device reached the tip of the unknown guiding catheter. The guiding catheter and balloon were moved down to the aortic arch and the balloon was withdrawn violently. The catheter was out of shape and finally pulled out by force. The procedure was completed without patient injury. An 8fr non-cordis sheath was used during the procedure. The balloon was inflated/ deflated once before removing from the vessel. The contrast/ saline ratio was noted to be 50/50. The lesion had severe calcification. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty balloon could not be withdrawn after balloon dilatation of the carotid artery stenosis. The withdrawal difficulty occurred when the device reached the tip of the unknown guiding catheter. The guiding catheter and balloon were moved down to the aortic arch and the balloon was withdrawn violently. The catheter was out of shape and finally pulled out by force. The procedure was completed without patient injury. An 8fr non-cordis sheath was used during the procedure. The balloon was inflated/ deflated once before removing from the vessel. The contrast/ saline ratio was noted to be 50/50. The lesion had severe calcification. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion. The device will be returned for evaluation.